Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Prior to the hypoglycemic event, cgm glucose was in range and slowly trending down before the cgm sensor expired. When the sensor was replaced, glucose was elevated and rising, triggering correction insulin dosing from the ilet. The hypoglycemic event began approximately 2 hours after the cgm came back online. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The hypoglycemic event was possibly caused by increased correction insulin dosing in response to elevated cgm glucose readings after a period without cgm glucose readings.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose event requiring assistance to treat. The event occurred on 9/12/24. The user reported the hypoglycemic event occurred the previous week around 3:30-4:00 am cst. Although the user's bg never dropped below 70 mg/dl, they experienced health effects, including passing out, dizziness, disorientation, and a "pinging" sound in their ears. The lowest recorded bg level during the event was 71 mg/dl. The user consumed snacks in an attempt to correct the low, and their husband assisted by retrieving additional snacks, as the user felt light-headed and was unable to do so on their own. The device did issue low alerts, but no professional medical intervention was sought.